Event description:
Incident one it was reported patient had a reaction (described as burn) following use of medichoice skin prep pad, r6384, lot 2410jk510a.patients are being monitored for any signs of infection. No other treatment or patient effects were communicated.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. Owens & minor distribution inc. Was the initial importer for product involved in complaint, this furl registration has been disabled and initial import has transferred to o&m halyard inc. Registration (B)(4). Medichoice skin protectant prep pad component, r6384, lot 2410jk510a, is manufactured by jianerkang medical co. Ltd. (FDA registration (B)(4). A supplier corrective action request has been issued. This product incident is documented in the complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
No samples available; the photograph confirms the reaction to the r6384 component. The supplier (B)(4) reviewed cleaning and maintenance records of the equipment used in the production of this lot. The cleaning and maintenance were carried out as required. O&m halyard inc. Is the initial importer of r6384; however, the medichoice skin protectant prep pad component, is manufactured by jianerkang medical co. Ltd. Per supplier, the chemical raw materials and packaging materials used in the skin prep are sourced from qualified suppliers and were all subjected to sample inspections before storage. Visual and microbial inspections passed. The supplier tested r6384 (lot 2410jk510a) with chloraprep product by conducting a human skin patch test. After applying chloraprep per IFU, r6384 was placed on the skin for 48 hours. No adverse reaction occurred. The supplier provided records of skin irritation testing conducted by a qualified third-party test lab on product. The results indicate the response area of skin tested did not exceed the control. There was negligible response. The root cause of complaint remains unknown. A complaint trending analysis confirms no positive trend for this issue. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.